Event description:
It was reported that during implantation, dr. Rattier was unable to disassemble the screw of the baseplate diameter 29 for central screw change (6.5 in dimeter for 9.5). The 6.5 mm screw could not be removed from the baseplate. Surgery time was extended requiring additional anesthesia.